Manufacturer narrative:
An event of device embolization into the left atrium after few second of device release and partial obstruction of blood flow for a short time was reported. It was also reported that there was concern about the lack of separation between the lobe and the disc before release of device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. The patient presented with complex anatomy with limited depth with intracardiac echocardiography (ice). Measurements on computerized tomography (CT)-scan for the landing zone were 17mm x 29mm with avg 23mm. Measurement of the landing zone on ice was 22mm for the largest diameter and 28mm on fluoroscopy with contrast. The depth measured on CT-scan was 9.8mm. First attempt with the 28mm was too small and not stable, so the device was removed before being released from the delivery cable. There was no issue with the 28mm amulet besides the mis-sizing. A replacement 31mm amulet occluder was then attempted to be implanted. Before release, there was concern about the lack of separation between the lobe and the disc. Tug test was performed for 20 seconds which confirmed the stability so the occluder was released. A few seconds after release the occluder detached and embolized in the left atrium. Attempts were made to stabilize the device in the left atrium but it moved to the left ventricle. The device was attempted to be snared in an emergency retrieval multiple ways - snare device, gooseneck, bioptome forceps, larger sheaths >20f and steerable sheath, which all failed due to the unfavorable position of the device. Hemodynamic instability was observed in the form of low blood pressure during attempted retrieval. Partial obstruction of blood flow occurred for a short period of time. It was thought the hemodynamical instability was due to the obstruction. The device was then retrieved surgically. The patient is reported to be hospitalized and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.